Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, sh127-105-25, hall primecut cassette, 1.27 x 105 x 25 mm, was being used during a total hip procedure on (B)(6) 2025 when it was reported, ¿the distal oscillating tip on the sh127-105-25 broke off into the patient during a total hip procedure. There was no patient injury and they did recover the piece out of the patient.¿ there was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A device history review (DHR) cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding 7 devices, for this device family and failure mode. During this same time frame 13,743 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0005. Per the instructions for use, the user is advised not to use saw blades to pry, remove bone grafts, or as a leverage point. Do not apply excessive bending or twisting force to blade. Patient or user injury may occur. Avoid contact of blades with cutting blocks, retractors or other instrumentation. Damage to blade or instrumentation may occur. Metal fragments may cause injury to patient or user. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, sh127-105-25, hall primecut cassette, 1.27 x 105 x 25 mm, was being used during a total hip procedure on (B)(6) 2025 when it was reported, ¿the distal oscillating tip on the sh127-105-25 broke off into the patient during a total hip procedure ¿ there was no patient injury and they did recover the piece out of the patient..¿ there was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.